Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure and the customer made some operations on the system to continue the procedure. The customer reported that the system was crashed during the procedure. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The issue has been resolved by the customer by changing some operations and system is in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device crashed. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure and the customer made some operations on the system to continue the procedure. The customer reported that the system was crashed during the procedure. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The issue has been resolved by the customer by changing some operations and system is in good working order. The codes were updated based on the investigation outcome. The manufacture date, reporting address line 1 and the reporting address city have been updated.